Manufacturer narrative:
During the administrative review of the complaint file, it was determined that the serial number of the device was inadvertently incorrectly reported on the initial report. This report is being submitted to provide the correct device information. Approximate age of device ¿ 4 months and 15 days (calculated from the date when the system controller was shipped to the customer, 10/29/2014). Device unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The investigation confirmed the reported pump stops via review of the system controller data log file. The data log file submitted for review contained approximately 37 days of data. On (B)(6)-2015 the pump fell below the low speed limit and stopped for approximately 3 seconds before returning to the set speed. The pump stopped again on (B)(6)-2015 and appears to be associated with the driveline being disconnected. The pump returned to the set speed without issue approximately 10 seconds later. There were no other notable alarms active in the data log file. Although the system controller was not returned for analysis, the information provided to the manufacturer and the analysis of submitted log file indicates a potential issue with the driveline. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in the clinic for a routine visit. The perfusionist reviewed the patient¿s system controller event history and low speed hazard alarms along with pump stoppages were observed. The patient reportedly felt dizzy for a few seconds. X-rays were performed and the manufacturer¿s technical service personnel evaluated the patient¿s driveline and no areas of concern were seen. Continuity tests were performed that indicated all 6 wires of the driveline were working normally. No alarms were able to be reproduced during the manipulation of the driveline or with the movement of the patient; therefore, the patient was discharged.

Manufacturer narrative:
The approximate age of the device is 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.